Event description:
Nursing noticed the pleur-evac, chest drainage unit, did not have any water in the water seal chamber when checking the patient. The tube had been in place for 2 days before it was noticed. No injury to patient. Respiratory status remained stable.